Event description:
It was reported that the insulin pump alarmed failed battery test and off no power. Customer's blood glucose reading was 152 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Findings: failed battery test alarm due to corroded battery tube. Unable to confirm unexpected off no power alarms due to failed battery test alarms. Cracked reservoir tube lip, cracked display window ,minor scratches on display window and cracked case near display window corners noted during visual inspection.